Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: visual inspection: the lcp drill sleeve 1.5 f/drill bit ø1.1 (p/n: 03.114.001, lot #: h546946) was received at us customer quality. Visual inspection of the complaint device showed that the distal threads are rolled over and deformed. No other defects were identified. Device failure/defect identified? Yes. Functional test: a functional assessment was unable to be performed since the mating devices were not returned. Complaint confirmed? Yes. Dimensional inspection: specified dimensions: drill guide distal inner diameter. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the distal (tip) threads are rolled over and deformed. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: functional/device interaction and damage. Visual inspection: the lcp drill sleeve 1.5 f/drill bit 1.1 was received at us cq. Visual inspection of the complaint device showed that the distal threads are rolled over and deformed. No other defects were identified. Device failure/defect identified? Yes. Functional test: a functional assessment was unable to be performed since the mating devices were not returned. Complaint confirmed? Yes. Document/specification review: no design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the distal (tip) threads are rolled over and deformed. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 03.114.001, synthes lot number: h546946, supplier lot number: n/a, release to warehouse date: jul 13, 2018, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Device history review : review of the device history record showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device used in a veterinary case - no patient information will be reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery with the drill guide in question. During the surgery, the surgeon had difficulty in connecting the guide with the plate. This report is for 1 of 2 for (B)(4).